Manufacturer narrative:
(B) (4): a review of the device history records is not possible without additional device information. With the available information a root cause could not be determined.

Event description:
It was reported that the patient underwent spinal surgery from l3 to l5 with instrumentation. During surgery, one of the set screws stripped. Reportedly, the patient had good bone quality. No patient complications were reported.